Event description:
Additional information received via email. The issue occurred during pre-test. No patient involvement was reported.

Manufacturer narrative:
Other, other text: additional information is provided in h.2., h.3., and h.6. Functional testing confirmed the customer?s complaint. The cause of this event is the rubber hardness of the sealing o-ring. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of the product. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4. Full UDI number: (B)(4).

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that when the device is turned on to ventilate, air can be heard flowing however, there is not sufficient air flow. Customer states "it is like it is in c-pap mode. There is no pressure". There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.